Manufacturer narrative:
Implant date: device was not implanted. Explanted date: device was not explanted. The involved device was not returned for evaluation. Therefore, the investigation was based on the provided information and evaluation of the retention sample of the involved product code/lot#. Visual inspection of the retention sample revealed no anomaly including a break in the appearance. Magnifying inspection of the retention sample did not find any anomaly that could lead to a shearing of the guide wire. The outer diameter of the retention sample was measured and confirmed to meet the specifications. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. It is likely that the product was subjected to one-way pulling force; the product was subjected to repetitive bending force at a 90-degree angle; the product kept in a curved shape is subjected to repetitive one-way torque force; or the product was subjected to pulling force in the state of being formed into a loop-like shape. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR 2243441-2019-00101 for the importer report. [Mw5089711].

Event description:
Terumo medical received an FDA medwatch report # mw5089711. The event description states: "pt presented to ir for placement of bilateral nephrostomy tubes. During procedure guide wire sheared off and was retained in subq fat around kidney. Provider made pt and wife aware. No further interventions were necessary".